Event description:
It has been reported to philips that it was found that the wireless footswitch could not connect to the system, during a procedure. The procedure could be completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.